Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
.

Event description:
T was reported to boston scientific corporation that an expect slimline needle device was used during an endoscopic ultrasound fine needle aspiration procedure performed on (b)64 )2014. According to the complainant, the procedure was difficult and a second slimline had to be used as no sample was obtained with first. Subsequent imaging, as a part of an on going investigation shows needle was retained in patient. Initial scan shows needle in lesion and into gastric lumen. Second scan shows needle in gastrohepatic ligament. Recent scan from (B)(6) 2015 shows needle in wall of left ventricle of the heart. The procedure was completed at the time with another expect slimline needle. Device fragment still in patient was reported as a result of this event. At the conclusion of the procedure, the patients' condition was reported to be stable. Additional information received as of september 25, 2015. According to the complainant, during the original procedure, it was observed that there was great resistance to heavily calcified areas in the pancreas and also to the area where fna was difficult to access and with acute angles. Reportedly, the fragment was not detected and removed during the original event since the staffs were unaware that the needle had failed. It is presumed the needle migrated extra vascularly through the body to the point when the patient described severe chest pain, it is assumed that this is when the needle fragment entered the heart. Aside from chest pain, patient also experienced extreme anxiety. The fragment was retrieved from the left common iliac artery through interventional radiology after it migrated again, this time within the arterial circulation. The current patient status was reported to be stable.

Manufacturer narrative:
A broken piece of needle from 22g expect slimline was received. Visual evaluation found that the needle is approximately 5.3 cm long and the broken area was noted to be kinked. Tip of the needle was also found sharp and pointy. The complaint was consisted with the reported event of needle broke off. Based on the event information, the issue was inside the patient. Most likely the needle was kinked due to some procedural/anatomical factors encountered during the procedure. Therefore, ¿operational context¿ is selected as the most probably cause for the complaint. The manufacturing batch record review found that the device met its material, assembly and performance specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an expect slimline needle device was used during an endoscopic ultrasound fine needle aspiration procedure performed on (B)(6) 2014. According to the complainant, the procedure was difficult and a second slimline had to be used as no sample was obtained with first. Subsequent imaging, as a part of an on going investigation shows needle was retained in patient. Initial scan shows needle in lesion and into gastric lumen. Second scan shows needle in gastrohepatic ligament. Recent scan from (B)(6) 2015 shows needle in wall of left ventricle of the heart. The procedure was completed at the time with another expect slimline needle. Device fragment still in patient was reported as a result of this event. At the conclusion of the procedure, the patients' condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an expect slimline needle device was used during an endoscopic ultrasound fine needle aspiration procedure performed on (B)(6) 2014. According to the complainant, the procedure was difficult and a second slimline had to be used as no sample was obtained with first. Subsequent imaging, as a part of an on going investigation shows needle was retained in patient. Initial scan shows needle in lesion and into gastric lumen. Second scan shows needle in gastrohepatic ligament. Recent scan from (B)(6) 2015, shows needle in wall of left ventricle of the heart. The procedure was completed at the time with another expect slimline needle. Device fragment still in patient was reported as a result of this event. At the conclusion of the procedure, the patients' condition was reported to be stable.